Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, heavily tortuous, and moderately calcified lesion in the mid right coronary artery. Following pre-dilatation, a 2.75x48mm xience xpedition stent was deployed; however, an edge dissection was noted. Another unspecified xience stent was used to successfully cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.